Event description:
It was reported that during the colostomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 05/12/2023 d4: batch # 912a24 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damaged. The reload had the proximal 5 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. Further visual analysis shows that the cartridge deck was damaged on the drivers up area. No functional test was performed due to condition of the device. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 912a24, and no non-conformances were identified.